Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient experienced a stroke. A few hours after the procedure had been completed the patient was identified as having experienced a stroke and mrt imaging was performed. No further information regarding the patient's outcome or if any further interventions took place were provided. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.